Event description:
The customer reported that all the patient images were missing data loss. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was reformatted. The system software was reloaded. The system interface board was replaced during service. The system was tested and found to be working as intended and returned to service.